Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy pinnacle hip implant on the left side. Patient experienced extreme pain in the hip, causing difficulty ambulating and sleeping. Patient learned that the implant was failing and releasing metal ions. They were revised on (B)(6) 2011. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left side). (B)(6). Update dec 5, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges injury, muscle damage, foot drop and post-opereative anemia. After review of medical records for the MDR reportability, it was reported that the patient was revised to address loosening of the femoral component and avulsion of abductor tendons from the greater trochanter. Revision note stated that the abductors had come off the trochanter and some fibrous yellow tissue was noted within the interface between the metal liner and the cup. Radiograph shows loosening of the femoral prosthesis proximally and examination was suggestive of an avulsion of his abductor tendons. There were no laboratory values provided for the alleged released of metal ions. Added stem product and updated the head and liner.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).